Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their high blood glucose levels. The customer states the infusion set was not sticking. The customer's blood glucose level at the time of incident was 452mg/dl. The customer treated the highs with manual injection. The customer attributes the highs to not knowing they were not connected. No further assistance provided at this time.